Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient was not able to get enough pain relief. The patient also needs to charge the implantable pulse generator more often and ipg doesn't seem to be pumping out the same amount of power as at once did. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device will not be return per hospital policy.